Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02763. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was positioned in the laa. When the watchman® laa closure device & delivery system was introduced into the access system, the access system shifted and perforated distally through the back wall of the laa. A pericardial effusion occurred, but not cardiac tamponade. The patient was continuously draining blood into their pericardium, so a cardiothoracic surgeon was called. The patient was brought to the operating room for surgery. The laa was clipped and the access system was removed. The patient was doing well.